Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that air came from the irrigation line during ultrasound phase occurred "many" times during phacoemulsification phase of a combined procedure. The air mixed both in the tubing and in the eye. The procedure was completed without product replacement. There was no harm to the patient.

Manufacturer narrative:
The lot complaint history was reviewed, this is the seventh complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. Images provided by the customer showed fluid drops on the console, behind the drain bag. The image does not provide an image of the complete cassette where irrigation is supplied through the red connector (admin line). We could not draw an exact conclusion from the image provided. The error log was also reviewed and showed there was an advisory message indicating an issue with draining of the cassette. The log indicated the advisory was acknowledged and cleared multiple times during a short period and continuation of the procedure continued. To understand if the complaint issue was air mixing (irrigation line) or fluid leakage, each component was inspected and tested. The used wet returned sample was visually inspected and surgical residue from the procedure was observed. Further inspection of the drain bag identified a pin hole on the front side of the drain bag near the 100ml mark. A calibrated console was used to test the sample and the sample could prime, tune with the handpiece, and pass intraocular pressure (iop) calibration successfully. No air leak was detected from the infusion air line during priming process. Continuous reflux function in the irrigation/aspiration (I/a) mode was within specification. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. No air mixing was observed during functional and performance testing. Fluid leakage occurred at the pin hole in the drain bag when the fluid reach 100 milliliters (ml) during functional testing. It was noted, these results were not consistent with the images provided by the customer which indicated the fluid was observed on the console, behind the drain bag, just below the drain bag fluid port. In addition, fluid leakage at this location would not have resulted in a system advisory message 3300. It's likely this pin hole in the drain bag occurred post-procedure as there was no report or image indicating leakage from the front side of the drain bag. A full evaluation was performed and the root cause of the customer's event could not be conclusively determined based on the available information. It is possible the pin hole on the drain bag occurred post-receipt of the sample, but this cannot be confirmed. No action will be taken for this occurrence, as the root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).